Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient who is a competitive cyclist experienced extreme fatigue. It was also reported thresholds have increased on the right ventricular (rv) lead and changes have been noted on the implantable pulse generator (ipg) rate response. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.